Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had torsades and was scheduled for a device upgrade. It was noted that the atrial lead had high thresholds and was capped and replaced at the time of the device upgrade. No patient complications have been reported as a result of this event.